Manufacturer narrative:
(B)(4). Method: device internal memory was reviewed.

Event description:
Device is part of a recall population and upon completion of the device eval, the device was found to have a faulty component that is related to the recall.